Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -13.50/1.5/097 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown. Reportedly, vault pos op day two 350 micron vision 6/6 iop 13. Patient happy.